Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer for analysis.

Event description:
It was reported that during the embolization treatment for a splenic artery aneurysm, the coil was not forming to the satisfaction of the physician. During retraction of the coil to reposition it, the implant coil detached in the catheter, with 1/2 of the coil in the catheter and 1/2 of the coil in the artery. Both segments were removed in their entirety together with the catheter from the patient. There was no reported intervention or patient injury.